Event description:
It was reported that during the implant procedure, the lead dislodged and the helix was unable to be retracted. After many attempts, it was noticed that blood had infiltrated the lead. A new lead was positioned, but it had sensing difficulty and need to be repositioned. The helix was also unable to be retracted on the new lead. It was also observed that the atrial lead had dislodged. When attempting to reposition the atrial lead, the helix again was unable to be retracted. All three leads were not implanted. The physician decided to implant another ventricular lead and chose not to place an atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed. (B)(4): helix/lobe distorted/bent, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was a tip seal observation and the lead appeared damage at implant; the analyst noted that the lead was returned with a damaged helix; full lead returned and analyzed. (B)(4): distal conductor distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.